Manufacturer narrative:
Device evaluation visual analysis of the returned device identified; underweight, opening curved, brown particles on the shell, creases flat and wear abrasion. A visual and microscopic analysis was performed which identified; sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.7, h.3, h.6.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported in the operative report the event of "capsular contracture, bilateral breasts". Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported in the operative report the event of "capsular contracture, bilateral breasts". Device has been explanted. This record is for the right side.